Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was not mounted correctly. A field service engineer remounted remote manager to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed. The customer added that the remote manager lock was completely detached from the refrigerator and it was reattached, later found by the user that refrigerator was unable to maintain appropriate temperature as there was a 1/2inch wide gap in the door. Everything has been unloaded but the medication previously stored in there was degraded or damaged and dispensed to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, g1, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the remote manager was not mounted correctly. A field service engineer remounted remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed. The customer added that the remote manager lock was completely detached from the refrigerator and it was reattached, later found by the user that refrigerator was unable to maintain appropriate temperature as there was a 1/2inch wide gap in the door. Everything has been unloaded but the medication previously stored in there was degraded or damaged and dispensed to patients. There were no adverse events or injuries reported based on this incident.